Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with symptoms of dyspnea after a merlin.net alert for backup vvi mode. A device download was performed successfully, the device resumed normal function, the patient was stable after the device restoration.